Manufacturer narrative:
Continued region/state e1: (B)(6). Continued postal code e1: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported "capsular contracture, baker grade iii with implant malposition." Device has been explanted and replaced.

Event description:
Healthcare professional reported "capsular contracture, baker grade iii with implant malposition." Device has been explanted and replaced.

Event description:
Healthcare professional reported, "capsular contracture, baker grade iii with implant malposition". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified. Malposition: unable to observe, since it is not related to the device. Capsular contracture: unable to observe, since it is not related to the device. No additional observations were carried out. No further actions are required, as no manufacturing issues are observed.